Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Please refer to mfg. Report # 3007566237-2019-02499, as the patient had two implants and the issue was associated with both implants.

Manufacturer narrative:
Updated g4 with the correct aware date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis determined that the setscrew on the implantable neurostimulator (ins) (s/n (B)(4)) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was being moved from an advanced trial to implant, noting the patient had good results during the trial. The caller noted they had no issues removing the lead from the extension, but they had insertion difficulties with the first ins. The caller reported they opened a second ins and that one had insertion difficulty as well, they noted backing the setscrew out appropriately. Rotation of the ins was reviewed, and the caller tried that and tried reinserting the lead into the extension to confirm that the lead wasn¿t compromised when it was initially removed from the extension and it didn¿t¿ appear to be compromised. The caller inserted the lead as far as possible and ran impedances, and all contacts were >4k ohms. The caller ran the impedances again and saw contacts in range except all associated with 3 were >4k ohms. It was suggested that they could continue to work the lead in or close up and the caller¿s discretion. It was noted that there was no visible damage to the lead. No patient symptoms were reported. No further complications were reported.